Event description:
It was reported that during testing the e360 ventilator had a flow sensor error. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider (sp) found a leakage from oxygen (o2). The sp connected the connections, performed flow sensor and o2 sensor calibration successfully. The unit operates within the manufacturing specifications. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.